Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited with an extended helix inside the box. The lead was not implanted. The physician elected to use a smaller lead.

Event description:
Additional information received indicated that the patient was stable before, during and after the procedure.